Event description:
A malfunction was reported with the display showing malf 9, accompanied by fault ID 0x20f1. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was informed they could continue using the pump and advised to contact support if any issues reoccurred.